Event description:
It was reported that the vent on the drip chamber of a nitroglycerin set popped out. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was leak tested under water; no defects were noted. The device was then connected to a viaflo bag and the solution was allowed to run through the set. The vent on the chamber did not pop. The evaluation did not confirm the reported condition. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.